Event description:
The initial reporter stated they received questionable results for samples from two patients tested with the elecsys troponin t hs stat assay ver. 2.1 on a cobas 6000 e 601 module. All sample results were reported outside of the laboratory to a clinician. The customer was contacted by a doctor who questioned the values as the results were consistently higher than troponin t results from healthy individuals. The customer has a reference range up to 12 ng/l for troponin t. The customer notes they have started noticing this issue since starting to use the reagent in (B)(6) 2022. Refer to the attachment for all patient data. Troponin t results were questioned for 7 samples collected from patient 1 and 3 samples collected from patient 2. The e601 analyzer serial number is (B)(4).

Manufacturer narrative:
Signals were within expectations for the last calibration performed on (B)(6) 2022. All control results were found within range. It was observed that the recommended control interval may have been exceeded for measurements performed on (B)(6) 2022. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The customer uses 13 mm. Diameter tubes without rack adapters required for 13 mm. Tubes. Incorrect placement of sample tubes in racks may cause incorrect sample pipetting, leading to false low results. It is unlikely that this is the cause of the high results obtained by the customer.

Manufacturer narrative:
Calibration signals were within expectations. The customer was using an expired reagent lot between (B)(6) 2022 and on (B)(6) 2022. Within this timeframe, several qc findings were outside the specified ranges for both qc levels. It is assumed expired reagent was in use for measurements performed on (B)(6)2022. A pre-analytic sample handling issue could not be excluded. The field service engineer performed preventive maintenance on the analyzer and replaced the measuring cell, probes, mixer, and gear pump head. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can be excluded.

Manufacturer narrative:
The customer provided data from a sample (sample ID (B)(6) ) collected from a third patient that had a questionable troponin t result. This sample resulted in a troponin t value of 17.7 ng/l when tested on the e 601 analyzer on (B)(6) 2022. The sample was tested for troponin I on the abbott platform, resulting in a value of 4 ng/l (reference range = < 30 ng/l) on (B)(6) 2022. It was asked, but it is not known if any incorrect results were reported outside of the laboratory.